Event description:
The complainant reported a patient noted as high risk percutaneous coronary insertion was being implanted with an impella 5.0 device for mechanical circulatory support. It was noted that the patient¿s left axillary was completely occluded, and right axillary was also calcified. The pump insertion was attempted, but it did not pass after the anastomosis. Noted repositioning of the artificial blood vessel in femoral artery, but it still did not pass, so staff reported a change to impella cp.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.